Event description:
An altitude alarm was declared on the customer's pump. There was no adverse impact to the customer's blood glucose level. The customer received tips for preventing altitude alarms in the future and was able to resume insulin delivery with the original cartridge, without needing a replacement.